Event description:
It was reported that the patient was having fainting symptoms and presented to the ER. Interrogation of the device determined a right ventricular (rv) lead fracture or damage resulting in noise and inhibiting pacing causing fainting due to patient pacemaker dependency. The lead fracture/damage was confirmed via a review of fluoroscopy and visually during the surgical procedure. The rv lead was capped and replaced. There were no adverse health consequences, the patient was stable.